Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. The hcp tried to update a patient's pump. Halfway through the pump update, the programmer showed a memory error and would not finish the update. When they were doing the update, the programmer showed an error and turned off. The hcp tried a second 8840 physician programmer, and the second 8840 programmer was requesting a password to "turn the pump on." The programmer was on the pump off screen. The hcp then programmed a bridge, and it was not showing (the pump off screen) anymore. The user was walked through putting the concentration back to 1000 mcg/ml, updating the pump, then changing it to 2000 mcg/ml, entering the desired simple continuous dose and then re-entering the bridge information. He was able to update it successfully the 2nd time. There were no reported symptoms mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.